Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device displayed "check IV set" error and upon review of the logs, 240.4150.0 error code was found. Both pressure sensors were replaced with new ones and the device passed all tests. Preventive maintenance was completed using asm software and the device was returned to service. There was no patient involvement. Although requested, no further information was made available to date.